Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the delivery accuracy test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was not working properly. The insulin pump was not pumping enough insulin. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's other blood glucose was 268 mg/dl. The insulin pump was not expected to be returned for analysis.